Event description:
It was reported that during initial insertion of a central venous catheter (cvc), the introducer needle hub was observed to have a crack. As a result, leakage occurred when the syringe was used for blood aspiration and flushing. The issue was reported with two cvc kits from the same lot number (71f26a0691). A hematoma in the left jugular vein was reported in association with this event. At the time of this report, the customer is unable to provide any additional information regarding device issue and patient's clinical outcome. Associated mdrs include 3006425876-2026-00657.

Manufacturer narrative:
Qn# (B)(4).